Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing a battery capacity test failure which was observed during preventive maintenance (pm). There was no reported patient involvement.